Event description:
It was reported that the reservoir had a presence of air bubbles. The user was advised on recommended reservoir filling protocol. The caller was advised to move the plunger a few times before inserting insulin into the reservoir and to use insulin at room temperature. The customer's blood glucose was 10.5 mmol/l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.